Manufacturer narrative:
The insulin pump had intermittent button response due to flattened button dome switches. The insulin pump had normal operating currents and no unexpected off no power, low battery or battery out limit alarms were noted. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed battery out limit. Customer stated the pump alarmed during normal use. Customer was advised that the battery out limit alarm during normal use may indicate a loose battery cap. Customer stated that he cannot rewind the insulin pump when pressing the act button. Blood glucose value is 155 mg/dl. Nothing further reported.